Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was noted that the patient¿s trial started on (B)(6)2018. It was reported that they had such a horrible time with the procedure because they had them laying on their stomach and they could not breathe, face down on the table. It was stated that they were afraid of going back on (B)(6) 2018. It was stated that they had 47 surgeries and they had never been in so much pain on the table. Now their body aches all over from the procedure. It was also reported that they are allergic to adhesive and the bandage feels rubbery; they are afraid that their skin is going to come off with the bandage. It was also reported that now when they are urinating, it just trickles out as if they are not emptying their bladder all the way, and they have a lack of appetite. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.